Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was seen yesterday and the left vim was showing open circuit. Electrode impedance shows: c0: hi ohms c1: hi ohms c2:hi ohms c3: x avoid ohms 01:22.2k ohms 02: 8398 ohms 03: hi ohms 12: 26.5k ohms 13: hi ohms 23: hi ohms caller reports patient is programmed with: left vim: c+3- 1v/70pw/160hz. Therapy impedance: asked unknown right vim. C+9-10- 3.1v/80pw/160hz. Therapy impedance: 1926 ohms caller reports healthcare provider tried to reprogram but was unable too. Caller reported that during the interrogation, healthcare provider indicated a warning message being seen: device was out of regulation (oor), select stimulation settings cannot be delivered. Caller reports ins battery voltage in (B)(6) 2019 was 2.86v, unknown ins battery voltage from yesterday. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the high impedances was not determined. The provider attempted to program around the affected electrode. The event has not been resolved and and this was confirmed with the physician.